Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and experienced ventricular tachycardia and subsequently ten days later, the pump temporary stopped. The patient had arrived from an outside hospital and was placed on venovenous extra-corporeal membrane oxygenation therapy. The impella cp pump support remained for the patient in critical condition. Nine days after the start of impella cp device support, the patient experienced runs of ventricular tachycardia and shocked multiple times. Pump position was confirmed under echocardiogram, ablation was successfully performed, and support continued. Ten days later, the pump stopped overnight and restarted. Follow up a couple of days later noted there were no further pump stops. The patient remained intubated on continuous renal replacement therapy and venovenous extra-corporeal membrane oxygenation therapy. The team, however, planned to explant the impella cp pump in the event of another pump stop, and escalation to an impella 5.5 device was completed two days thereafter. Additional information noted care was withdrawn due to vascular complications secondary to extra-corporeal membrane oxygenation cannula and the patient expired (off impella cp pump). Medical safety review of the event noted the use of the impella cp device cannot conclusively be associated with the outcome (patient's subsequent demise).

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records. As noted in the impella IFU: impella cp with smart assist system section: entering cardiac output ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿